Event description:
It was reported that an ilet user experienced recurrent low blood glucose with a measured value of 50 mg/dl and no reported symptoms at the time, while the user perceived the pump as causing lows; review of usage indicated overtreatment of hypoglycemia and multiple meal announcements made to correct a prior high, and a factory reset was recommended once glucose returned to range with education on meal announcing and low treatment provided. Investigation of this case revealed user management factors, including overtreatment of lows and excessive corrective meal announcements, contributing to hypoglycemia rather than a confirmed device malfunction. No symptoms associated with hypoglycemia reported. Outcomes included the need for troubleshooting and user education without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error addressed by education and reset guidance.